Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: locking screw broke during insertion. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that dxtend screw lock d4.5x36mm has the body fractured. A manufacturing record evaluation was performed for the finished device [130790036/ 5732602] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Although a definitive cause for the implant (screw) fracture is not established, there are many factors that could have contributed to this type of damage, including the possibility of an off-axis assembly or by loosing contact of the screwdriver's tip with the fines of the screw potentially resulting in uneven torque application if protective sleeve is not used, as per delta xtend¿ reverse shoulder system surgical technique care notes (pages 19-23). Therefore, with information provided the mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during surgical process. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the dxtend screw lock d4.5x36mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [130790036/ 5732602] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device [130790036/ 5732602] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Added: b5

Event description:
Additional information received: a. Was there any patient harm/consequence related to the event? No. B. What is the affected side involved in this event? Left side. C. Please clarify if all the fragments retrieved from the patient? Yes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a locking screw broke during insertion. All the fragments were retrieved from the patient. There was a twenty (20) minutes of surgical delay. The procedure was successfully completed. There was no patient harm.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.